Event description:
Number 10 knife blade broke when using on patient. Dr aware, search incisional site, x-ray taken and viewed by all. Room also searched. X-ray was negative for any foreign body. Broken piece of blade was not found. Patient incurred additional or time and xray as a result of this event. No other harm.